Event description:
It was reported that customer experienced recurring occlusion alarms. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus via pump was delivered to address bg. Customer changed infusion set and cartridge and resumed insulin.